Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300 mg/dl). The cause for the reported elevated bg levels was unknown. Customer administered a manual injection to address elevated bg levels. System check with tandem technical support was performed, and the pump functioned as intended.